Manufacturer narrative:
(B)(4). Device manufacture date: may 26, 2015- may 27, 2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume intermate cracked near the fill port when adding diluent. This event occurred during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the device was being filled with 90mg pamidronate in 0.9% sodium chloride solution. The device was returned and an evaluation is complete. Visual inspection revealed cracks on the fill port. The reported condition was verified. The cause of the condition was not determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.